Event description:
It was reported that during a low anterior resection the surgeon had great difficulty firing the device. The stapler had been engaged and closed to within the firing zone. Only after using much strength the surgeon was able to fire the stapler. The case was completed with a same like device with no patient consequences.